Event description:
Reporter stated that customer received the following results on the performa system within 6 minutes: 3.9 mmol/l, 15.3 mmol/l and 29.9 mmol/l. The customer injected 4 units of insulin based on the 15.3 mmol/l result prior to testing and receiving the 29.9 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.